Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by that the patient's right ventricular (rv) lead has high impedance. It was also noted that the electrogram showed background chatter. The lead remains in use. No patient complications have been reported as a result of this event.